Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/1/2024, it was reported by a sales representative via phone that the flipcutter blade from an ar-1288rtt-fc3 fibertag tightrope with flipcutter separated from the shaft of the flipcutter. It did not fully detach. The case was completed by opening an individual ar-12044ff flipcutter iii. This was discovered during an acl procedure on (B)(6) 2024. The case was delayed five minutes.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.